Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level and the paramedics were called. Customer's blood glucose level was 35 mg/dl. Customer woke up in the morning and his wife could not communicate with him that he was just walking around. Customer has not treated. Paramedics were called on (B)(6) 2015. Customer was unsure of the cause of the low blood glucose level, but believes that it is pump related. No further assistance needed.